Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
A female patient reported that she has experienced halos and glare in the right eye since her tecnis multifocal was implanted (B)(6) 2014. She also indicated that her visual acuity is not good because she has to get too close to the computer monitor and wear glasses for reading. She indicated that her surgeon performed a lasik procedure on the eye at the same time and the cataract removal procedure to treat her astigmatism. She finds it difficult to perform daily activities and needs to wear sunglasses at night when driving due to the glare.this MDR is for the right eye.